Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time, device was not received for evaluation lot number was not provided. Alleged failure: sound when not activated. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error: refer to (B)(4) for risk outputs associated with rf energy to probe for the serfas energy console. Refer to (B)(4) for risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles. Use error the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported by the doctor that there is a sound of eletrocoagulation that is coming out of the console when neither the footswitch nor the manual remote control of the probe are activated. The surgeon then noticed that this was not only a sound but that the coagulation function was activated when neither the footswitch nor the manual remote control were activated. Therefore the surgeon had to desconnect the probe each time he wanted the coagulation to stop during the surgery. No adverse consequences and no surgical delay were reported. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported by the doctor that there is a sound of electrocoagulation that is coming out of the console when neither the footswitch nor the manual remote control of the probe are activated. The surgeon then noticed that this was not only a sound but that the coagulation function was activated when neither the footswitch nor the manual remote control were activated. Therefore the surgeon had to disconnect the probe each time he wanted the coagulation to stop during the surgery. No adverse consequences and no surgical delay were reported. The procedure was completed successfully.